Manufacturer narrative:
Revision surgery resulting from implant fracture would also be considered a product problem. Evaluation - the associated devices were returned and evaluated. A visual inspection of the returned devices revealed the plate has completely fractured at a threaded hole on the proximal end of the plate. Both pieces of the fractured plate were returned. 10 screws and 1 screw hole filler were returned with the plate. A review of complaint history for the listed part revealed no prior complaints for the listed lot /failure mode. There are no prior complaints for all additional listed parts. A lab analysis was completed with the following results: it was concluded that the 4.5 mm proximal femur locking plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the locking plate could not bear the imposed patient loading, which lead to an overload fracture. Fatigue fracture is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material¿s strength and/or (3) poor bone quality. No material deviations were found during this investigation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. (B)(4).

Event description:
It was reported that a revision surgery was performed due to implant fracture and non-union.